Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, while on stomach, staple fired, however there was a poor staple formation. The staple line was incomplete distally. The reload performed a half of the staple line, after that, it was impossible to continue stapling. The line of staples in the stomach showed filtration of gastric content. A manual suture reinforcement was needed to avoid complications. The jaws were locked on tissue and was partially opened with the help of laparoscopic clamp. Blood loss of more than 500cc or more was noted and surgical time was extended for more than 30 minutes.